Event description:
I am suffering from post ablation syndrome after novasure procedure. I had the procedure approx 2005 and began to have symptoms in 2010. I had no complications from the procedure itself and was successfully treated for excessive bleeding. In 2010, I began experiencing debilitating pain prior to the start of my menstrual cycle. I contacted my doctor whom after examination and discussion of symptoms explained this was occurring in many women post novasure procedures. Researching online, I have found many forums with women having the same symptoms I have experienced. My doctor recommended two options - over the counter pain killers or a hysterectomy. These appear to be consistent with other womens treatment options.